Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported needle to cuff miss could not be confirmed; evidence with the returned device indicated both posterior and anterior cuffs were engaged. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that arteriotomy closure of the femoral artery was attempted with proglide devices via a 7f sheath, using a pre-close technique, prior to a thoracic endovascular aneurysm repair (tevar) procedure. The first proglide device suture was successfully placed. Reportedly, the second proglide device was fired and a cuff miss occurred. Sutures of an additional proglide device were successfully placed using the pre-close technique. The tevar procedure was completed and hemostasis was achieved using the successfully placed sutures of the first and third proglide devices. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the large hole technique. Additionally, the account expressed dissatisfaction with the sticker provided with the device for charting because it does not contain the lot number. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.